Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the regulator of flow regulator set was malfunctioning, and the drip rate was not accurate. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.